Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is lot 1181892, medwatch with identifier (B)(6) is lot 1184330.

Event description:
Often, directly after cannula change, the self-adhesive/plaster does not stick enough. No adverse event alleged. Device not available for return.